Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a surgery with a femoral recon nail (frn) for the diaphyseal femur, after checking the ap view and the ml angle, the surgeon inserted a end cap (10mm), but there was a strange noise, and the end cap was stuck. Surgeon pulled out the end cap and confirmed that there was a burr on the end cap thread. Surgeon confirmed that the thread part on the nail side was not broken. Then surgeon inserted a end cap (5mm), however, there was a strange sound, and the end cap was stuck again. The surgery was completed without inserting the end cap. There was no surgical delay reported. No further information is available. This report is for one (1) 12mm ti end cap t40 stardrive 5mm ext-ster/femoral nails-ex this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 04.003.001s. Lot # 6l74223. Manufacturing site: (B)(4). Release to warehouse date: 21 feb 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.